Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulties charging the pump. There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up from tandem technical support; therefore, further information was unable to be obtained.